Event description:
IV pump was set on 5 cc per hr for pump rate; volume 250 cc. IV checked in 15 mins. Pump rate read 999 cc per hr; volume 0. IV pump was set back at 5 cc per hr(rate); 250 cc volume. Pump ran for 45 seconds and went back to 999 cc per hr rate; volume 0 cc. This was on primary pump side (dual pump). Pump immediately pulled. Pt received dopamine 400 ml in 15 mins. No adverse effect.